Manufacturer narrative:
The tech found the hi/low and CPR trend valves were not closing all of the way on the hydraulic manifold. He replaced the valves to repair the bed.

Event description:
Info received indicates the head hi/low function of the bed is drifting down slowly.